Event description:
It was reported that (2) devices were used during a reversal gastric stapling and bypass partial fundoplication. It was reported by the affiliate that the tlc55 instrument worked as per instruction, then reloaded with a tcr55. On firing, the device locked out (no hesitation during firing cycle). Another tlc55 was used to complete the case. There was no consequence to the pt.